Event description:
It was reported that the user was unable to extract patient case data from their device.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: march 2012.